Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when doing the test, two gtube balloons were broken. A 24fr gtube had to be used which had optimal performance and did not cause harm to the patient.

Manufacturer narrative:
The device history record file for the reported lot number was reviewed, and no discrepancies were found relating to the reported issue. No photos or samples were returned for evaluation therefore a sample analysis could not be completed and the reported issue is not confirmed. If a sample is received at a later date, the investigation will be updated accordingly. Based on the available information, a possible root cause cannot be determined. The current process and controls were found to be properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported issue. No corrective and preventative action is required at this time as the current process is running according to product specifications and meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes.